Event description:
Healthcare professional reported right side rupture confirmed via MRI. Later physician reported "replaced one side due to cancer" which has been determined to be not related to the device. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed an opening on posterior assessed as surgical damage. Cancer-ndr: unable to observe since it is not related to the device. Additional observations: no other observations observed on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side rupture. Later physician reported "replaced one side due to cancer" which has been determined to be not related to the device. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified: rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Cancer-ndr : not applicable as the event is not related to the device. No additional observations: no further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported right side rupture. Later physician reported "replaced one side due to cancer" which has been determined to be not related to the device. Device has been explanted and replaced.

Event description:
Healthcare professional reported right side rupture. Later physician reported "replaced one side due to cancer" which has been determined to be not related to the device. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.